Event description:
It was reported that this insertable cardiac monitor (icm) showed a radio frequency over use condition due to a large number of atrial fibrillation episodes. It was determined that the battery was being drained faster than expected due to this condition. Programming recommendations were discussed. The icm remains in service. No adverse patient effects were reported.